Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the access site bleeding is most likely due to use as adding mattress sutures resolved the bleeding.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿

Event description:
The complainant reported that after the impella rp flex was implanted and the patient arrived at the ICU unit, a couple of mattress sutures were added, impella site is within normal limits. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.

Event description:
The complainant reported an impella rp was implanted in a patient for circulatory support. After the patient arrived at the ICU unit, a couple of mattress sutures were added. It was further reported that the impella placement signal was not reliable. The team used the motor current to determine the flows. The patient was successfully weaned from the pump and the device was explanted.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The fm optical signal issue was changed to ps issue based on the investigation indicating it is the dp sensor not the optical sensor. Access site bleeding: the root cause of the access site bleeding is most likely due to use as adding mattress sutures resolved the bleeding. Placement signal issue: the ps was stable around 40mmhg for around 17 hours until the ps increases to 3000 and flows drops. It then returns to normal. There are increases to unrealistic values while flows drops and comes back throughout the whole case. Raw electrical shows the same. The same trend is present for pap and cvp, but all optical 5s parameters are stable as well as the raw optical signal. During these times alarms #1051 and #1052 are triggered. Due to lack of product returned, the root cause of the placement signal issue cannot be determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.